Event description:
It was reported that during the use of the device for a non-clinical activity, the arterial monitor loses its set points on power down. There was no pt involvement.

Manufacturer narrative:
The user facility's biomedical engineer was bench testing the monitor when he discovered the problem. The biomed was trained on the perfusion system. The ampro board holds the settings memory and the biomed may order replacement. The fsr followed up with biomed and determined that the customer will not repair the monitor, as they will continue to adjust their set points prior to each case. The suspect arterial monitor was purchased from an unauthorized online source. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.